Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were having trouble with the implant because is tight at the ins pocket site due to weight loss. The patient reported that it hurts sometimes and had to "watch it" when sitting down in a vehicle.